Event description:
The clinician reports the implant was inserted (B)(6) 2024 in the patient's mouth. On (B)(6) 2025, non-osseointegration was verified. Patient presented with fair oral hygiene. No product was returned to the manufacturer. At the event the patient experienced: bleeding. No further patient complications were reported.